Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device biopsy channel tested positive (detection of 1 cfu/20 ml pseudomonas sp rinsing fluid biopsy channel). The subject device was sent to olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation after device was reprocessed. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. Customer cleaning, disinfection and sterilization (cds) below are information on customers cds checklist: aer/ewd reprocessor: tested model name: etd double detergent name: endoact disinfectant name: endodis pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel. Detergent used : neodisher multizym. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush model: mtw, cleaning brush set 5mm with valve brush. Manual disinfection performed. Scope not sterilized. Disinfectant used: n/a scope storage: drying cabinet edc plus. Scope maintenance : by olympus device evaluation at rrc (regional repair center) hamburg olympus findings were noted below: light guide) lg lens has a crack - adhesive on a-rubber has a crack - due to wear of angle wire, bending angle in down direction does not meet the standard value - universal cord has buckling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported "device is contaminated (contamination in the biopsy channel)". The issue found during preparation for use. The device was replaced with a loaner. There is no patient infection associated on this reported event. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.